Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The device was not returned for evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for svd - degeneration/deterioration was confirmed per provided information. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "roughly 8 months after the implant, the patient presented with endocarditis..." And "3 years and 8 months after the implantation, patient was symptomatic and the valve showed signs of early degeneration with restenosis. A new sapien 3 valve was implanted successfully as a valve in valve." Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient suffered from endocarditis 8 months post implant, and as per medical opinion, the root cause of the early degeneration was related to the endocarditis. As such, available information suggests that patient factors (endocarditis) may have contributed to the event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. D6a: exact implant date is unknown. Implant date provided as "2021" and therefore defaulted to (B)(6) 2021.

Event description:
Per report received from romania, it was a case of an implant of a 26mm sapien 3 valve in aortic position. Roughly 8 months after the implant, the patient was diagnosed with endocarditis with no other information available. Approximately 3 years and 8 months after the implantation, patient was symptomatic and the valve showed signs of early degeneration with restenosis. A new sapien 3 valve was implanted successfully as a valve in valve with no complications. As per the physician opinion, the root cause of the early degeneration may have been related to the previous endocarditis.